Event description:
The arm of the instrument broke off during surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained cervical distractor has shown that one arm is indeed broken off at the joint for the variable angle. The broken surface is homogenous which indicates material conformity as well. Since no manufacturing related conditions were found and as this is an old and often used instrument, it is determined the cause of failure as normal wear and tear. A review of the device history record did not show conditions that could have contributed to the reported event.